Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found no anomalies on battery cap. Unit passed the displacement. Unit failed to pass the self test due to partial display. Toggled the brightness from level 1 to level 5 and no back light anomaly noted during testing. P-cap was attached and locked properly into place. Pump was cut and found moisture damage on the pcb 1 and force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay. Partial display is confirmed due to moisture damage on lcd flex cable. Black light anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer stated that the screen of his pump is started to fade off and there were lot of lines on the screen that affects the letters and numbers on the screen. Troubleshooting was performed. Customer stated backlight will not turn on. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.